Event description:
Resident glucose was being monitored with diascan - 5 machine and strips lot# dc 104a. Several abnormally low readings were obtained machine tested 33 below acceptable limits of 46-77. Upon further investigation the strips were found to be part of a lot recalled in june 1992 and we had not been notified by distributor. To obtain correct information physcians ordered blood sugar done by labdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.